Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angle rubber glue separated, bending angulations out of specifications, and annual preventive maintenance of forceps raiser system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii duodenovideoscope had prosthesis stuck inside the device. Upon inspection and testing of the returned device, foreign material (dark rubbery material seal residues) was found clogged in the scope biopsy channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown whether there were any deviations from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU: tjf-q190v operation manual 3.3 inspection of the endoscope shows how to detect the events. IFU: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the events. Olympus will continue to monitor field performance for this device.